Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found evidence of a large saline spill. After disassembling the unit, stm found the saline got on to the main board. To resolve the issue stm replaced the main board. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an autofill failure occurred on the cs300 intra-aortic balloon pump (iabp). Customer reported electrical error 51 and 50 showed up on the screen. There was no patient involved, thus no adverse event was reported.